Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) was used based on age of patient. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak 1ml syringe the plunger was broken. There was no report of patient impact. The following information was provided by the initial reporter: nursing staff during previous administration of insulin syringe preparation realizes that the plunger is broken.

Event description:
It was reported while using bd plastipak 1ml syringe the plunger was broken. There was no report of patient impact. The following information was provided by the initial reporter: nursing staff during previous administration of insulin syringe preparation realizes that the plunger is broken.

Manufacturer narrative:
H6: investigation summary: one photo received by our quality team received for investigation. Upon visual inspection, plunger appears to be broken, it is separated from the syringe, therefore the failure is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Additionally, fifty retention samples from the same lot were evaluated, no defects or issues observed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.